Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that the device did not alarm when a distal occlusion was present. The device was returned to the biomedical department with a report of, distal occlusion did not alarm and escalated to above 700 mmhg. No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, the device passed testing by appropriately alarming when a distal occlusion was present. Though requested, no additional information was provided.